Manufacturer narrative:
(B)(4). Visual inspection of the incident found that the ski guide pin was missing from the ski guide lever that attaches to the handle. The missing ski pin caused the ski guide lever to bend, keeping it from following the internal a-track and making it difficult to unlatch the handle to open the jaws. This device was recalled on (B)(6), 2011.

Event description:
The customer reported that during the procedure, the instrument would no longer open. The device was manipulated from tissue with no damage. There was no patient injury. Upon receipt of the device, the ski pin was found to be missing. The site started that nothing fell into the patient cavity.